Event description:
Boston scientific received information that after the recent implant of this right ventricular lead, increased pacing thresholds were noted due to a possible perforation. Surgical intervention was performed to reposition the lead to remedy the issue.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.